Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 500 mg/dl. The customer was admitted to the hospital. The customer was treated with insulin injection. The customer returned home and stated that the cannula was bent.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported that the patient changed the infusion set, and no longer had high blood glucose levels. The patient declined to conduct the high pressure test. Nothing further was reported.